Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02012. It was reported during the pt's post-trial programming of her scs system, the pt could not feel any stimulation. X-rays were taken and it revealed both of the pt's scs trail leads had pulled out of the epidural space. The physician removed the scs leads and the pt was fine afterwards.